Event description:
Moderate burn; one suture required to close wound. One week post-op cornea clearing. Noted failure of sleeve on handpiece or cooling pump.

Manufacturer narrative:
H-10: rec'd completed questionnaire from customer. This report was mailed in to FDA on: 07/29/1998. The MFR's internal reference number is: 6-11745-1-98. Disclaimer: this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc product is defective or has caused serious injury.